Event description:
The field engineer reported that the system would not boot up because the mda memory was faulty. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced and the mda memory was reloaded. The system was then found to be operating as intended.